Event description:
It was reported that this pacemaker was exhibiting multiple premature ventricular contraction's falling below the atrial pace, thus being sensed in the cross chamber blanking period. This caused ventricular pacing in refractory. No changes have been made at this time and the pacemaker remains in service. No adverse patient effects were reported.